Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the crt-d was explanted and successfully replaced. The rv lead was capped, surgically abandoned, and also replaced. In addition, it was confirmed that the patient did not have a pocket infection. No additional adverse patient effects were reported. The lv lead remains implanted and in service with the new crt-d.

Manufacturer narrative:
The lv lead remains implanted and in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular lead experienced a pocket infection. The physician is reluctant to perform a system revision due to the current patient's condition. No additional adverse patient effects were reported.